Manufacturer narrative:
The camera head was returned to the service center for evaluation. The customer¿s complaint of "no image on camera¿ was confirmed due to a faulty charge-coupled device (ccd) unit. In addition, a shortage and kinks were noted on the cable causing noise on the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use, there was no image on the camera head display. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that unexpected stress was applied to the charge-coupled device (ccd) unit due to user handling which caused the failure. Regarding the handling of the device, the instruction manual contains the following description which may prevent the event: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Per the legal manufacturer, the other device defect (noisy image due to cable damage) included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunctions were to recur.